Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
H11: corrected results code.

Manufacturer narrative:
UDI number: (B)(4): although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves., which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 21mm for 2 years 4 months, underwent an explant procedure for unknown reasons. The patient received a replacement 25mm aortic valve. The current patient status is unknown.